Event description:
It was reported that the patient experienced a hypoglycemic event during which an Automated Delivery Restriction (ADR) occurred, prompting the system to switch into Manual Mode. The patient reported that blood glucose levels continued to decline despite the mode change. Emergency Medical Services (EMS) were contacted, and the patient was transported to a local hospital emergency department for medical attention due to hypoglycemia. No further information regarding the event, treatment, or outcome was available. Multiple good-faith efforts were made to obtain additional event details; however, these attempts were unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: PHONE_CONTROL_IOS. Omnipod Software App Version: 2.2.1. Operating System: 26.5. Hardware: iPhone13.4.CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.